Event description:
It was reported that the patient's pacemaker and atrial lead exhibited noise over-sensing resulting in inappropriate mode switch. Programming changes were made. There were no patient consequences.